Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154awg ICD, (B)(6) 2007. (B)(4).

Event description:
It was reported that the atrial lead was oversensing t-waves and was undersensing p-waves. The lead was capped and replaced. No patient complications have been reported as a result of this event.